Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during a vitrectomy surgery, the ophthalmic system cutter was cutting intermittently. Despite replacing the vitrectomy cutter multiple times, it continued to aspirate without cutting. The patient experienced a posterior retinal break. The current condition of patient is unknown. Additional information has been requested but is not available at the time of this report. This report pertains to fourth of five events with different dates reported from the same facility. Additional information indicated that the surgery was completed by replacing the cutters. The patient¿s retina was flat, and the patient was discharged today. The surgery involved the right eye. Additionally, laser was provided to the posterior break.